Event description:
It was reported a postoperative echocardiogram revealed severe valvular stenosis with thickened leaflets, and trivial mitral regurgitation. The valve was explanted and replaced with a mechanical heart valve (model 29mj-501). During the explant procedure, mild thrombus behind one of the leaflets was observed. Postoperatively, the patient was transferred to the ICU in stable condition.